Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm the customer reported issue through the events log and duplicated during functional check. Transducers pt800 has failed. A replacement product was shipped to the customer.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "high peep", "high pip", "low pip" and "xdcr fault" while in use on a patient. The customer advised there was no patient harm associated with this event.